Event description:
It was reported that the patient developed edema at the electrode site and a rapid heart rate following a generator replacement. The physician programmed the device off. Information was obtained from the physician that the cause of the rapid heart rate was due to the body's reaction to the surgery. It was also stated that the patient was developing an infection at the generator site due to patient picking. The physician is treating the site before beginning therapy. The device history records of the generator and lead were reviewed, and the devices were sterilized according to procedure prior to distribution.

Manufacturer narrative:
H3: device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to be related to the implant procedure.

Event description:
It was later reported by mother that the patient experienced some wound healing with this patient's generator. This is likely related to the reported infection. Device evaluation is not necessary because the reported event has been determined to be related to the implant procedure. No other relevant information has been received to date.